Manufacturer narrative:
Philips service reset the connection, and the system was working normally. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a loose connection caused a loss of image on the screen on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.